Manufacturer narrative:
Catalog number unknown at this time. Device description reported as unknown triathlon ps cemented. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Remains implanted.

Event description:
Surgeon has reported patellofemoral noise with patient whom he implanted with triathlon ps.